Event description:
It was reported that the patient had symptoms of sweating, underdose symptoms, and less than 50% therapy relief. There was a catheter leak at the proximal segment. Surgical revision took place and the catheter was replaced. Diagnostics had included a dye study, and no cerebrospinal fluid (csf) could be obtained when accessing the catheter access port (cap). It was also noted ¿no csf at ingrate all piece as well.¿ the issue was noted to have been resolved. The patient status was alive with no injury. The patient also had been taking ¿some opioids¿ at the time of the event. The dose was reduced to 2mg/day. The patient was doing well with no issues. The pump system was being used to infuse morphine and bupivacaine.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).